Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported an alarm was heard, telemetry not yet performed. The patient started to hear the pump alarm the day of the report. The patient had gone in the middle of last week to turn the drug up because the patient was having surgery next week. The healthcare provider told the patient that there was enough drug in the pump to make it to tomorrow ((B)(6) 2015) as they mathematically figured it out. The patient did get a bolus of medication. The patient also stated they were getting the 8286 code on their ptm, the empty reservoir code. The patient then reported later and now believed she was hearing a different alarm. The patient called the healthcare providers office and they instructed the patient to go to the ER (emergency room). The patient stated her "back hurts" but was not having withdrawal symptoms. The pump was used to deliver fentanyl and dilaudid. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information.